Event description:
It was initially reported that the patient had their generator replaced prophylactically. The generator was returned and product analysis on an explanted generator was completed. During product analysis an out of specification component was identified in the generator. The pulse generator unit failed the positive backup capacitor test. The backup capacitors function as emi filtering and do not affect the supply current that would contribute to battery depletion. The most probable root cause for the backup capacitor test was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor. No variations in capacitance were noted on the negative feedthru capacitor. An out of specification c4 capacitor was also identified during analysis; however this had no effect on the generator performance. The device history record (DHR) for this generator was reviewed. The generator passed all quality inspections, functional and electrical test prior to distribution.